Event description:
During manufacturer's investigation of the returned device it was identified that viper universal poly driver was twisted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be twisted from the tip. The reported allegation can be confirmed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the viper universal poly driver would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi78307 released in one batch. Batch1: lot qty of (B)(4) units were released aug 30, 2019 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported extreme lateral interbody fusion (l4/5) for lumbar canal stenosis was performed on (B)(6) 2016, with the screw in question. After the surgery, on (B)(6) 2024, the removal surgery (l4/5) and transforaminal lumbar interbody fusion (l3/4) were performed. In the removal surgery, of the four screws in the l4/5 that were nailed, one was difficult to extract with the screwdrivers. The screw removal was performed in the order of l4 (right), l5 (right), l4 (left), and l5 (left). All of the screws seemed to work quite well, and from the way the surgeon applied force and the sound he made when he removed the screws, they seemed very solid. He was able to pull out the third screw smoothly, but when he tried to pull out the fourth screw, l5 (left), only the small part of the saddle portion of the screw itself came off. After that, he tried again to remove the screw using the screwdrivers, but the screw did not seem to pull out at all, so he finally gave up and decided to let that one remain in the body. The main focus of the surgery was to fix l3/4, and since bone fusion had already been achieved in l4/5, the surgeon decided that the remaining screw would not affect the improvement of the main complaint. The surgery was completed successfully within 30 minutes surgical delay. The surgeon commented that it is thought that the screw itself was more effective than the torque applied at the time of removal, leading to screw breakage. This report involves one viper universal poly driver. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d10 therapy date: (B)(6) 2024. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.